Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, exposure and digital subtraction angiography (dsa) were not possible. The system was not yet in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the reported behavior. Troubleshooting actions showed a problem with the image processing pc (ip-pc). The fse replaced the ip-pc, reseated the hard disks, recreated the patient database, and returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the event occurred. It is advised in the instructions for use (IFU) to perform a system verification test to ensure that the system is functional before use of any clinical procedure. By utilizing the design mitigations provided in the IFU, this issue would not be likely to cause or contribute to a death or serious injury if this were to recur. In addition, the risk control measure "if x-ray functionality is not available anymore, the operator shall be informed about the failure mode and the possible recovery actions.'' Is implemented to reduce the likelihood for a (serious) injury. As the system was not in clinical use when the event occurred, philips concludes that this complaint is not reportable. Codes were updated based on the investigation outcome. Health impact grid code was corrected.

Event description:
It has been reported to philips that the system does not acquire - there was a loss of live image. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.